Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and device was not detected on bus. A reboot and recovery were attempted but were unsuccessful. The power cable was unplugged and plugged back in, and the back panel was opened and checked; however, the issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 had not detected by bus failure error, preventing both drawers from opening, and the top light emitting diodes (led) on drawer 2.1 flickered each time when the drawer was manually opened. A field service engineer performed a series of troubleshooting tests and, during final testing in hardware test application (hta), discovered a medication obstruction in cubie pocket 3 of drawer 2.1. Once the obstruction was removed, the hardware error message cleared and the drawers functioned normally. The system functioned as intended after the field service engineer repaired the device.